Manufacturer narrative:
(B)(4). A date of the event could not be obtained from the customer. No samples were received for evaluation. Received customer picture. A check of quality, production, and maintenance records revealed no deviations in relation to the reported error. Customer is located at an altitude of 4865ft. High altitude 3.2% sodium citrate tubes with increased vacuum shoul be used. The complaint is not justified.

Event description:
Customer states tubes are underfilling. The tube is not functioning well as it is not filling the adequate amount of blood for the tube. This has been occurring for about a month. When the issue was brought to their attention, they discovered they had started to use this new lot that was purchased in july. The customer ordered replacement from their distributor and received the same lot and are experiencing the same problem. They have used butterfly on a hub discarding the first tube and the tubes were held in place by the phlebotomists. Straight needles and syringes have been used with the same results. A vacutainer hub and needle has also been used. The phlebotomists used their thumbs to hold the tube in place. The discard tubes have been used as indicated for collection kit draws (sbcs). 95% of the tubes are underfilling. In their test that they just completed using colored water, all of the tubes failed to fill correctly. This is occurring with all phlebotomists. They have been working with phlebotomists to ensure proper technique is being used. They have been using the same lot in all of their clinics and in the hospital, and every phlebotomist and nurse has had a problem with this.